Event description:
It was reported that the customer "did not feel well", experienced "difficulty speaking, slurred speech, and weakness", and was driven to the emergency room by partner. Customer's blood glucose (bg) level was 100 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.